Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2021. Product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider via a manufacturer's representative (rep) regarding a patient who was receiving morphine via an implantable pump. On (B)(6) 2021, it was reported that the patient experienced an infection over the device pocket. Antibiotic treatment was reportedly necessary. No factors that might have led or contributed to the event were reported. No diagnostic or troubleshooting measures were performed. It was noted that the pump would be removed, but it was unknown if the catheter would be as well. It was recommended that both devices be removed. It was unknown if the event was resolved. The patient's status was unknown. Additional information was received from the foreign healthcare provider (hcp) via the manufacturer's representative (rep) on 2021-oct-28. It was reported that only the patient's pump, not the catheter, was explant. The explant occurred on (B)(6) 2021. It was reported that the patient was recovering from the infection. The hcp did not know when or if they would retire the catheter, though removal of the catheter was recommended.